Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
T was reported that the right ventricular (rv) lead associated with this pacemaker was surgically abandoned due to high, out-of-range pacing impedance measurements. A new lead was implanted. Loss of capture at maximum output was also noted. No additional adverse patient effects were reported. This device remains in service.